Manufacturer narrative:
The kit lhr (p/n (B)(4), lot 101930) was reviewed and the implant lot (p/n (B)(4), lot 101890) was confirmed by the work order pick list within the kit lhr. The implant lhr was also reviewed and no evidence was found in either file that suggests the device did not meet specifications prior to distribution. The failure mode was not recreated in a cadaver lab with a first-time user. However, with intention and difficulty, the failure mode was successfully recreated. The previous investigations suggest that the failure occurs when a slip occurs due to the instable proximal phalanx and a resulting torque is placed on the implant. This torque is significant enough to break the implant if the insertion force is being applied to the distal end of the inserter.

Event description:
A 2.5 mm crosstie implant broke while being inserted with a universal inserter. A 2.2 reamer was used because the rep was not notified of the original field update that was issued as an action plan . Per the rep, he did not notice any torque being applied on the implant prior to the failure. The failure occurred while attempting to insert the implant into the distal end of the proximal phalanx. The implant was removed and another crosstie kit was opened and successfully used.